Event description:
Reporter alleged obtaining discrepant blood glucose values of 323 mg/dl back to back with a result of 54 mg/dl when testing was performed 2 minutes apart on the aviva system. Reporter alleged he was experiencing hypoglycemic symptoms during the time of testing and self treated with food and milk. No other actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.